Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010775 in question was manufactured at the reynosa site. Device history record (DHR)review: the lot 6010775 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 12-dic-2024, with a total of (B)(4) units. The sub-assembly: assembly the lot 4m00077 was manufactured according to the wi version 27 and assembled in the quickset line, on 12-dec-2024, with a total of (B)(4) units. The lot 4m00078 was manufactured according to the wi version 27 and assembled in the quickset line, on 12-dec-2024, with a total of (B)(4) units the sub-assembly: gluing of tubing the lot 4l04836 was manufactured according to the wi version 42 and manufactured in the line mp04, and mp08, on 01-dec-2024, with a total of (B)(4) units. The lot 4l01864 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05, and mp08 on 17-nov-2024, with a total of (B)(4) units. The lot 4l05414 was manufactured according to the wi version 42 and manufactured in the line mp05 and mp08, on 30-nov-2024, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set crack leading to leakage on (B)(6) 2025. The infusion set was inserted in the body one day. The blood glucose level was high and the patient was treated with insulin pump. No further information available.